Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Femoral impactor broke.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned device could not confirm the reported breakage. One of the (B)(4) sigma tips was returned disassembled. Further visual examination found wear on the tips that suggest normal usage. The (B)(4) celcon blocks and (B)(4) sigma tips are designed to be replaced after heavy usage. The root cause is being attributed to product wear though normal use and servicing. Based on the determination of product wear though normal use and servicing, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.